Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed the cartridge to resolve the issue. Customer¿s blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg was treated with a bolus via the pump.